Manufacturer narrative:
The customer reported that the hospital lost power twice in one day and now one cns (central network station) will not turn on. The bme discovered that the power var is bad. Patients were being monitored at the time. The bme bypassed the power var and the cns was back up and running. An exchange ups was sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the hospital lost power twice in one day and now one cns (central network station) will not turn on. The bme discovered that the power var is bad. Patients were being monitored at the time. The bme bypassed the power var and the cns was back up and running but they need an exchange for the power var.